Event description:
Customer called to report high blood glucose. Troubleshooting was performed. The driver block was sliding freely across the lead screw with the driver arms engaged. Device was not dropped, bumped, or exposed to moisture.